Event description:
It was reported that closure of an unspecified arterial access site was attempted using a proglide device. Reportedly, after closing the knot over the wire, the guidewire got stuck and bleeding occurred. A surgical cutdown was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017 clarifier- failure to follow steps / instructions. The suture mediated closure (smc) system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a query of the complaint handling database could not be conducted since the lot number was not reported. It was reported the knot was tighten over the wire. It should be noted the electronic proglide instructions for use (IFU) states: ¿while removing the device with the right hand, simultaneously advance the knot to the access site by applying slow, consistent increasing tension to the rail suture limb, keeping the suture coaxial to the tissue tract. (Do not advance the knot with the suture trimmer until the wire has been completely removed from the patient.)¿ the IFU violation likely contributed to the difficulties. The root cause of the reported difficulties are related to circumstances of the procedure. In this case, it is likely that the suture was tightened too much prior to removing the wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.